Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-01692 and 1627487-2011-01693. The pt (B)(6) received his scs system, including four percutaneous leads (from three separate lots), on (B)(6) 2010 for sacral pain. It was reported that the pt lost stimulation. Diagnostic testing revealed invalid impedance readings for one of the leads, and two other leads were allegedly not stimulating to the right area. An x-ray was taken but it revealed no anomalies. The physician suspected a lead fracture and decided to explant and replace all four leads on (B)(6) 2011. The pt regained stimulation postoperative, and no further pt complications were reported. The explanted leads were discarded by the facility; therefore, they will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.